Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the tandem usb cable did not work to charge the pump battery. Additionally, the pump battery was observed to be depleting rapidly. The customer's blood glucose was 120 mg/dl. Reportedly, the customer was able to charge the pump successfully by using an alternate usb cable. The customer declined to troubleshoot the battery depletion issue.